Event description:
It was reported the patient experienced a jolting sensation when stimulation is turned on. Reprogramming was unsuccessful in resolving the issue and was unable to provide effective stimulation coverage to the left side. Diagnostic testing revealed high and invalid impedance readings on several lead contacts. X-rays showed there was an abrupt angle involving the left lead. The patient is consulting with a surgeon regarding possible surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.